Event description:
A renegade hi flo was used for therapeutic purposes. During the procedure, after flushing with saline solution, the catheter could not be removed from the carrier and as a result, fractured. The procedure was completed with another device.